Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inadequate stimulation with their scs system since implant. Reprogramming was unable to resolve the issue. As a result, surgical intervention resolved the issue during which the ipg was explanted and replaced. Therapy was restored post-op.